Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens haptic tore off. The surgeon removed the lens with no incision enlargement and replaced it with another same model lens. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic and a haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.